Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that patient experienced increasing pain and also did not get effective pain relief using the device. As a consequence, the patient decided to have the device explanted. Nevro had attempted to obtain additional information regarding the source of the pain but was unsuccessful. It was noted that the patient had a pre-existing condition of common variable immune deficiency (cvid). There have been no reports of further complications regarding this event.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the ipg did not find any anomaly. Functional testing was performed and the ipg operated to specifications. The leads were returned cut in half, which occurred during the explant procedure; functional testing could not be performed on the leads. Review of the patient's diagnostic data showed some contacts had high impedances, but these contacts were not used in the patient's active programs. Impedances of active terminals and output voltage measurements were within normal range. The manufacturing records were reviewed and no nonconformities were found.